Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported significant glistenings in a lens following an intraocular lens (iol) implant procedure. He stated that the patient's vision is not perfect, but hard to know if that is related to the corneal graft that she has. The lens remains implanted.